Manufacturer narrative:
Method: (scanning electron microscope). A visual examination revealed that the distal tip section (coil) exhibited evidence of being severely elongated. The core wire exhibited evidence of being fractured. A dimensional inspection revealed that the overall wire length was approximately 3 cm shorter than the specification. It was observed that a portion of the device from the distal end detached from the rest of the core wire. The o.d of the core wire tip at immediate vicinity of the proximal fracture site was measured and found to be within specification. The returned sample was submitted to the sem lab (scanning electron microscope) for further analysis. The sem analysis report states: one returned pathfinder unit exhibiting a fractured ribbon was submitted to the lab for analysis. The purpose was to determine the mode of fracture. Only the proximal fracture site was submitted. The fracture surface exhibited elongated dimple ruptures indicative of a bending action. Compression and tension zones were observed. No material anomalies were noted. Conclusion: the fracture surface was caused by a bending moment. Except were noted, the device does not present any obvious indication of manufacturing defect or anomaly. Complaint was analyzed and confirmed. The root cause of the failure could not be determined with certainty; however, there is a high likelihood that the cause of the failure reported is related to operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a pathfinder guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the subject guidewire was successfully passed through another manufactures catheter to access the biliary tract through the minor papilla. During an attempt to pull the guidewire out of the catheter, the tip of the guidewire was stripped off and couldn't be retracted into the catheter. The catheter and wire had to be removed together. No portion of the guidewire fell into the patient. The procedure was completed with another pathfinder guidewire . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a pathfinder guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the subject guidewire was successfully passed through another manufactures catheter to access the biliary tract through the minor papilla. During an attempt to pull the guidewire out of the catheter, the tip of the guidewire was stripped off and couldn't be retracted into the catheter. The catheter and wire had to be removed together. No portion of the guidewire fell into the patient. The procedure was completed with another pathfinder guidewire . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Exact patient age is unknown. Patient over 18 yrs old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.